Event description:
Patient reported the infusion device gave a vibra alert in the morning of (B)(6) 2014 when he woke up. Patient stated the device gave no acoustics alert, and no display message because the display was black. Patient reported he changed the battery; no success. Patient stated there were no health concerns. No physiological effects were reported. Patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).